Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented for lead revision due right ventricular lead exhibited noise. During the procedure it was noted that the lead was fracture due to rib clavicle crush damage, loss of output was also noted. The lead was explanted and replaced successfully. The patient was stable prior during and post procedure and would continue to be monitored.